Event description:
--

Manufacturer narrative:
(B)(4). This device is expected to be returned for testing. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this device was an attempted implant as it displayed a fault code (fc) 1004. The fc trigger was attributed to a failure on the part of the competitive right ventricular (rv) lead. The patient's arrhythmia was not converted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. A review of the memory log verified that the device shocked into a shorted lead causing the plasma fuse to activate (open). External shorting of the lead(s) during a charge is known to cause internal damage. Devices are not expected to perform to specification post shorted lead events and further testing can result in further damage. No other adverse events have been reported. This product issue will be updated if additional information is received.